Manufacturer narrative:
The device was returned to zoll medical corporation. Review of the device log found an occurrence of 1001 self check failure. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating a malfunction to the device. The smart pneumatic module board and flow manifold assembly were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.